Event description:
It was reported that device had a damaged downstream occlusion (dso) sensor seal. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. E1: initial reporter phone: (B)(6) the device was returned for root cause analysis and the investigation findings concluded after a visual inspection the customer problem was duplicated. The pump had a degraded downstream occlusion (dso) seal and severely scratched lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, lens, keypad, and labels. The pump passed all functional tests and performed as intended.